Event description:
Follow-up information indicated that patient experienced severe endophthalmitis two days following left eye cataract surgery. Patient was hospitalized. Culture results were positive for group d strep enterococcus. Patient was treated with intravitreal injections, oral antibiotics and steroids. Prognosis was not reported.